Event description:
Event description guidant received info that a pt's family called guidant's technical services to report the death (three yrs ago) of the pt with this implantable cardioverter defibrillator (ICD). The family reported that the device did not work, however, at device follow up two weeks prior, everything was functioning normally as programmed. The device was not returned to guidant for analysis.

Manufacturer narrative:
Not returned. Event conclusion: a guidant technical services rep discussed follow up with the pt's physician to review the pt's chart and the circumstances around the pt's death. No additional info is available. If more info becomes available, the event will be reopened.